Event description:
According to the report, the patient reportedly fell and broke his processor on the left side around 5-6 weeks ago. The external equipment was replaced and no issues noted until approximately last friday when the patient contacted the centre to report that he was unable to hear on that side. A change of external equipment made no difference. No reported swelling across implant site, and patient reportedly seen by ent consultant following his fall.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.